Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman procedure to treat increased risk of stroke, a versacross connect kit was selected for use. As per the physician, the radio frequency wire could not be advanced outside the sheath to engage with the septum. Therefore, the device was removed from the patient and it was note that the coating had separated from the end of the wire. To resolve the issue, a new versacross kit was opened and transseptal puncture was performed. The procedure was completed successfully and no patient complications occurred. The device is expected to be returned for analysis.